Manufacturer narrative:
The authorized service personnel has transferred the case to sales handling. This case is valid for 90 days from the date of creation. If no further action is taken beyond this period, the case will be considered invalid, and the customer will refuse our service. Multiple attempts were made by the philips complaint handling team to request information on the resolution of the reported problem, but no response was received, and no information was provided. Based on the information available there is insufficient information to confirm the reported problem. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. Multiple attempts were made by the philips complaint handling team to request information about the resolution of the reported problem, but no response was received, and no information was provided. However, we are unable to confirm the final disposition of the device because the customer did not respond to requests for additional information. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It has been reported that the device is failing self-test.